Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that the device had a power on reset - power on reset parameters. The device had experienced a critical (B)(4) parity error por (B)(6) 2011 in location "0c 70". Device should be able to recover from the event and continue normal function.

Event description:
It was reported that the implantable pulse generator (ipg) had a power on reset (por). The ipg did stay in ddi and diagnostics were still present. The ipg was reprogrammed and is still in use. No patient complications have been reported as a result of this event.